Event description:
On (B)(6) 2023 the patient underwent endovascular procedure using the investigational gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in the aaa1701 tambe pivotal study. There were no conformable gore® tag® thoracic endoprostheses implanted. On (B)(6) 2024, during 6 month follow-up imaging, wire fracture of the tambe aortic component was observed. It was also reported this wire fracture will not be treated, and will be monitored at future visits. Gore imaging services reviewed subject imaging, which confirmed a wire fracture.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. The device evaluation was performed based on what was reported to gore and angiogram images from the clinical study edc (electronic data capture). The imaging evaluation showed the following: a stent fracture can be seen on the anterior side of the device 2 rows below the right renal portal outlet. At this point, no root cause could be identified. Investigation into the root cause of stent fractures is ongoing, and this subject has already been captured within the scope of the investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.